Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump alarmed during a case. The pump was switched to continue the procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The motor end stage board was replaced to resolve the issue. Functional verification tests were performed without issue and the s5 system was returned to service. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor customer feedback for possible trends related to this issue. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump alarmed during a case. The pump was switched to continue the procedure. There was no report of patient injury.